Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
It was reported that the intraocular lens was explanted from the patient's left eye in a secondary procedure due to differences between the post-operative refraction and the pre-operative planned results. No further information was provided.

Manufacturer narrative:
Device available for evaluation: yes, returned to manufacturer on: 02/12/2014. The explanted intraocular lens (iol) was returned to the manufacturing site for investigation. Visual inspection noted that the leading haptic was distorted. The lens was inspected at 10x microscope magnification where a few loose particles were observed in the optic zone compatible with handling the lens out of the sterile environment, such as during the explant process. The condition observed in the lens received was consistent with a lens that had been implanted and explanted from the patient's eye. A review of the manufacturing records was performed. The production order (po) record was verified, the testing required and visual inspection were accepted. Manufacturing process documentation was found in compliance. In the final inspection, lenses are visually inspected at 10x microscope magnification. A 100% optical measurement is performed following measurement iol quality (miq) where all the lenses passed diopter measurement. No deviation related to the customer claim was identified in the investigation. The production order was released within the diopter specifications of 22.0 diopter. A review of the raw material / manufacturing procedures was done and did not show any change in manufacturing method, inspections or specifications related to this complaint type. Historical data review was performed and based on the non-statistical trend review, no adverse trend was observed. The documentation showed that the production order was manufactured according to specifications. The records did not show any deviation related to optical measurements. All pertinent information available to abbott medical optics has been submitted. Placeholder.